Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018, arjo received the customer complaint indicating that the installation rail used with a maxi sky 2 ceiling lift was unstable. No track detachment occurred, the caregiver was able to complete the transfer of the resident without further issues. Neither injury nor harm was reported.

Manufacturer narrative:
Collecting information is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
On 19-jun-2018, arjo received the customer complaint from the (B)(6) facility (france) alleging inequality of wall post-installation system. Following the information presented, the fixed horizontal rail was not assembled parallel to the ground. No track detachment nor missing/ loose installation components was observed. The installation was stable and the transfer of the resident could be completed without further issues. Neither injury nor harm was reported.

Manufacturer narrative:
On 19-jun-2018, arjo received the customer complaint from the (B)(6) facility (france) alleging inequality of wall post-installation system. Following the information presented, the fixed horizontal rail was not assembled parallel to the ground. No track detachment nor missing/ loose installation components was observed. The installation was stable and the transfer of the resident could be completed without further issues. Neither injury nor harm was reported. Based on the additional information provided to the complaint, it can be determined that the wall post installation was done in (B)(6) 2017 by the arjo subcontractor. This subcontractor visited the facility on (B)(6) 2018 and performed the evaluation of the installation. The installation was in overall good condition, however, the level of the wall posts needed to be adjusted according to the ground level to ensure that the fixed track is assembled at the right angle in relation to the wall posts. The engineer disassembled the installation, cut the posts and assembled the installation again. Based on the collected information, photographic evidence and findings, arjo has been able to establish that the main cause of the event was an incorrect assembly of the installation: the wall posts were not cut to the proper level during installation assembly. The track installation guide (001-11161-en-rev.3) includes information on how to prepare the wall posts for installation. It should be carried out in the following steps: "using the crossline laser level, position it in a location where you can establish the lowest point in the ceiling (datum point). From the lowest point, measure down the width of the track and add 50 mm (2 in) make a mark on the wall. From there, measure to crossline laser level. If it is on the wall post side, you will not have to mark the wall bracket as it does not go mounted on the same line. Proceed to mark both wall posts from the mark. Measure down to the floor for the length of each wall post. At this point, you can cut the wall posts and prepare them for installation." This is the first reportable event for this issue connected with the wall post-installation system, we have not found any similar complaint related to the investigated problem. According to that, this particular complaint appears to be an isolated one. Identified issue with track levelling is unlikely to pose a resident or user at risk. The transfer using maxi sky 2 ceiling lift needs to be carried out under the supervision of the caregiver. If there are any questions or concerns, the user can contact arjo local representative which can offer comprehensive support and service program to maximize the long-term safety, reliability and value of the product. According to the information gathered, the involved wall post-installation system was stable and no material defects were identified. The upright posts required to be leveraged what may indicate that the system was not installed according to the manufacturer's specification. No adverse event occurred. We found this complaint to be reportable to the competent authority based on initial allegation of installation instability. Follow-up information confirmed that the issue was not related to stability of installation, but more with the inequalities of the installation itself (the installation required to be adjusted to the ground level). Based on the above findings and negligible likelihood of the occurrence of adverse event, this type of complaint is no longer perceived as reportable.

Manufacturer narrative:
Collecting information is ongoing. Additional information will be provided upon conclusions of the investigation.